Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the adc device. The customer was therefore unable to obtain sensor readings and subsequently lost consciousness. A third-party helped customer regain consciousness, then customer was able to self-treat with dextrose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6). Was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the adc device. The customer was therefore unable to obtain sensor readings and subsequently lost consciousness. A third-party helped customer regain consciousness, then customer was able to self-treat with dextrose. There was no report of death or permanent injury associated with this event.